Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, channel a came up with an "eod" error code on the heater cooler unit. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The fsr replaced a defective mix valve assembly on channel a to clear the error code. With this part replaced, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will filed accordingly.